Event description:
Component fractured. The material number and batch number has been updated based on label from packing material received. The corrected information is provided in this follow up report.

Manufacturer narrative:
The material number and batch number has been updated based on label from packing material received. The corrected information is provided in this follow up report.

Event description:
Component fractured.